Event description:
It was reported that smiths medical fluid warmer had a pinhole leak internally. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical fluid warmer was returned for analysis in used condition. Visual inspection showed minor dirt and scratches on the device. When the device was powered on it was found that water was coming up from the old style float switch. The investigation found that the switch had a crack on it which was due to normal wear and tear (the device is seventeen years old). The switch was replaced. Based on evidence and investigation, the complaint allegation was confirmed.